Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller followed guidance from technical support to wait 20 minutes after the pump came out of storage mode before starting a sensor session and was walked through a pump reset. Following these steps, the customer successfully started their sensor session without further issues.